Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the system monitor intermittently flickers during use of navigated blade and microdebrider instruments. The flickering did not appear on external slave monitor that was being used. The flickering does not occur immediately upon activation of the microdebrider but was found to be more frequent when surgeon removes their foot from the microdebrider pedal. The system monitor was about 8-10 feet away from the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.